Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix e/x(device #2). An additional emdr was submitted to represent the bard/davol ventralex(device #1). An additional emdr was submitted to represent the bard/davol ventrio(device #3).

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol ventralex(device #1) on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol composix e/x(device #2) on (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventrio(device #3). The patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the ventralex(device #1), composix e/x(device #2), and ventrio(device #3) the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1) (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #2) (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventrio(device #3). Ni/ni/ni: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the ventralex(device #1), composix e/x(device #2), and ventrio(device #3) the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with bilateral inguinal hernia and umbilical hernia thereby underwent open repair with the implant of ventralex (device #1) for umbilical hernia and synthetic meshes for bilateral inguinal hernia. Per operative notes, "a direct hernia was noted and a synthetic mesh was placed. Similar procedure was performed on the mirror side. The umbilical hernia was identified and reduced. A ventralex mesh (device #1) was placed and tacked." (B)(6) 2009 - patient was diagnosed with recurrent ventral hernia and abdominal pain thereby underwent laparoscopic repair with the implant of composix e/x mesh (device #2) and explant of mesh (device #1). Per operative notes, "some herniation around upper right corner was noted. The adhesions from the old mesh (device #1) was taken down along with mesh. On left side, adhesions to the periumbilical ventral area was noted and the previous patch was removed. A composix e/x mesh (device #2) was placed and tacked." (B)(6) 2011 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the removal of mesh (device #2). Per operative notes, "a defect was identified lateral to the mesh on right side, which is a recurrent incisional defect. The old mesh (device #2) was removed and component separation was performed." (B)(6) 2011 - patient was diagnosed with recurrent incarcerated incisional hernia, fascial dehiscence thereby underwent open repair with the implant of biologic mesh. Per operative notes, "adhesions were taken down and two serosal tears were encountered. A biologic mesh was placed and sutured." (B)(6) 2013 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with the implant of synthetic mesh. Per operative notes, "the hernia was identified and incised on midline, the bowel was noted within the hernia sac and was dissected free. A synthetic mesh was placed and sutured." (B)(6) 2013 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent removal of biologic mesh and implant of ventrio mesh (device #3). Per operative notes, "the hernia sac was identified and the small bowel was incarcerated within hernia sac. The bowel was attached in multiple locations and was dissected free. A ventrio mesh (device #3) was tacked to anterior abdominal wall and sutured." (B)(6) 2016 - patient was diagnosed with incarcerated recurrent incisional hernia thereby underwent open repair with the implant of synthetic mesh. Per operative notes, "the hernia sac was identified and the incarcerated omental contents were reduced. A small defect remained; significant adhesions were cleared. A small strap was placed into the abdominal cavity after the undersurface was cleared of any adhesions. A small synthetic mesh was tacked into fascia. The fascia was re-approximated over the mesh." (Note: there was no mention/visualization of the previously placed ventrio mesh (device #3) during this procedure) attorney alleges that the patient had adhesions, bowel obstruction, bowel perforation, infection, mesh migration, pain and hernia recurrence.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 3 months post implant of composix mesh e/x, patient was diagnosed with hernia recurrence and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. Note, the manufacturing date (15-apr-2009) is considered to be a best estimate. This supplemental emdr represents the composix mesh e/x (device #2). Additional supplemental emdr's were submitted to represent the mesh ¿ ventralex (device #1) and ventrio mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.